Event description:
The plaintiff's attorney alleged that the patient experienced cardiopulmonary arrest and myocardial infarction. It was further alleged by the plaintiff's attorney that the patient expired on the same date of the event. These allegations were allegedly caused by the patient's exposure to the product which was administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional information.